Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Upper part of the attachment (brush) came loose and landed in mouth / brush broke inside mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that when she went to brush her teeth last week with an oral-b rechargeable toothbrush, version unknown, the upper part of the oral-b power oral care refills precision clean came loose and landed in her mouth. She also asserted that on (B)(6) 2016 the brush broke inside her mouth. She stated that she didn't apply extreme pressure when she brushed. No symptoms developed.